Event description:
This is a report of a home patient (hp) who observed air in their tubing while connected to the homechoice (hc) during their initial drain. The home patient stated they were unable to drain and the technical service representative advised the home patient to contact their registered nurse regarding a possible blockage. Nothing unusual was noted about the supplies. The patient was able to complete therapy using new supplies at a later time. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.